Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and noted low rv amplitude noise that was not oversensed. A left ventricular assist device (lvad) had been recently implanted, ts recommended further testing to rule out lvad saturating signal. Shock vector breakdown showed issues with svc coil. Ts provided reprogramming options. This rv lead remains in service. No adverse patient effects were reported.